Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure with afx devices at an unknown date. Subsequently, physician reported a type 3a endoleak dislocation of the aortic extension. At an unknown date, the physician elected to treat the patient with a competitor device to correct the issue. Patient is doing well.